Event description:
It was reported that during maintenance the ht50 ventilator had clattering noise from the pump. There was no patient involvement. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Manufacturer narrative:
A pump was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was not verified, no fault was found. If information is provided in the future, a supplemental report will be issued.